Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the author believe that the post-operative issues noted in the journal article were directly related to an alleged deficiency with an ethicon device?

Event description:
It was reported during review of journal article: abstract title: technical aspects of distal pancreatectomy with endopath stapler: usefulness of slow parenchymal flattening technique authors: h. Suto, k. Okano, n. Iida, m. Oshima, t. Sano, k. Kakinoki, m. Hagiike, k. Izuishi, y. Suzuki citation: pancreas 2009 november;38(8):1051. In this article, the slow parenchymal flattening technique (sft) for a distal pancreatectomy using an endopath stapler (echelon 60) was applied to avoid a destruction of pancreas capsule and parenchyma. Sft using the echelon 60 was performed for 13 consecutive patients who required a distal pancreatectomy. None of the 13 patients developed a symptomatic pancreatic fistula. The incidence of other postoperative complications was significantly lower in the sft patients (7%) in comparison to the patients using conventional method (44%).